Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier clips were dropping out of the jaws. The jaws didn't hold tight enough to place the clips. The case was completed using another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m92d1t. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In addition, 1 malformed clip and 1 conforming clip inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 12 conforming clips as intended. In addition the device locked out as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident or what may cause the malformed clip received. No incident related to the reported event was observed during the batch record review.